Event description:
Pt implanted with a margron-dtc implant experienced pain due to aseptic loosening <3 years after the primary procedure was conducted in (B)(6) 2005. Pt revised using alternate manufacturer's hip replacement system. The explanted stem was not returned to the manufacture and examination was not possible. Device history records for the stem and neck are complete and conforming to approved design and manufacturing specification.

Manufacturer narrative:
Revision surgery performed on a pt with a margron-dtc stem size 5+0 (1-651-000) and neck size c +6mm (1-690-000) <3 years due to aseptic loosening of the femoral stem other possible reasons. Pt experienced pain prior to revision. The device was explanted and pt revised using alternate manufacturer's device. The reason for loosening is not known. Additional info has been requested from the surgeon. Currently, no conclusion can be drawn as to the cause of the aseptic loosening. As precautionary measure, (B)(4) has taken the margron-dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-dtc specific tools and components are necessary to perform revision on a margron-dtc implant.